Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100859630, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100831670, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly, resulting in recurrent urinary incontinence. A surgical procedure was performed during which the cuff was explanted and assessed. Based on intraoperative findings, it was determined that downsizing to a 4.0 cm cuff was required. A new 4.0 cm cuff was implanted and connected. The system was subsequently evaluated and confirmed to be functioning properly. No additional patient complications were reported.